Event description:
Clinic notes were received indicating that the vns patient was experiencing severe refractory seizures. The patient was compliant with his medications and was previously having good results. The patient was referred to check the generator¿s battery status and for surgery to replace the patient¿s lead. It is unknown why the lead is being replaced. No surgical interventions have occurred to date. Attempts for additional relevant information will be made.

Event description:
The explanting facility discarded the explanted device; therefore, no analysis can be performed.

Event description:
The patient was given additional medications due to the increase in seizures.

Manufacturer narrative:
.

Event description:
Additional information was received stating that the vns patient¿s device could not be interrogated. The physician attributes both the failure to interrogate and the increase in seizures events to an end of service condition of the device. It was clarified that the patient was referred for generator replacement and a potential lead revision in case any issues with the lead were found during surgery. There were no suspected issues with the lead. The patient underwent generator replacement surgery on (B)(6) 2014. The explanted generator has not been returned to date.

Manufacturer narrative:
Describe event or problem; corrected data: supplemental MDR #01 inadvertently did not include information regarding the patient¿s medication.